Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. On 01/17/2026, before going to sleep, the patient¿s cgm was reading around 100 mg/dl. The patient was wearing an omnipod insulin pump. At an unspecified time later, the patient's friend noticed the patient was having a seizure. The patient's dexcom device at this time was providing a sensor failed alert. It is unknown how long the sensor had failed prior to it being discovered by the patient¿s friend. 911 was called and then ems arrived, the patient¿s bg meter reading was taken and showed an unspecified low value. The patient was treated with ¿glucose jelly¿ and was then transported to the ER. At the ER, the patient was unsure of what medication or treatment she may have received, however, she had several unspecified laboratory tests done. The patient was discharged after being in the ER for less than five hours with a bg meter reading was 110 mg/dl. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).